Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the jaws/cups were not broken. However, the core wire attachment was separated from the pull wire and was not returned. Both links were detached from the core wire attachment but still attached to the jaws. The working length (jacket) was free of obvious kinks and bends. Evidence of welding process was observed on the core wire. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure affected the device's performance and integrity. Handling and manipulation of the device could have contributed to the event. Additionally, force applied to the device could have caused the attachment separation from the device. Evidence of welding process on the core wire indicates that the attachment was joined to the device prior separation. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during an endobronchial ultrasound guided mini forceps biopsy (ebus-mfb) procedure performed on (B)(6) 2019. According to the complainant, during procedure, when the handle of the biopsy forceps was gripped, the cup got broken but was still attached to the device. The procedure was not completed. There were no patient complications as a result of this event. Investigation results revealed that the core wire attachment was separated; therefore, this is now an MDR reportable event.